Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, opening on radius and creases fold. A visual and microscopic analysis was performed which identified opening striated, opening puncture and non-penetrating nicks. Base on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool. A striated punctured due to surgical damage like consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.